Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a handpiece got hot during a cataract procedure. The patient experienced an incision site thermal burn, corneal degeneration and incision closure failure. The procedure was completed after exchanging the handpiece.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the surgeon reported that the phaco handpiece got hot during cataract surgery. The female patient experienced an incision site thermal burn, corneal degeneration and incision closure failure. The cataract surgery was completed after exchanging the phaco handpiece. The cataract cassette was disposed of, but the phaco tip was re-used after sterilization. The company representative examined the phaco handpiece and system on site the same day and no problems were found. Additional information was requested with none received to date. A video of the cataract surgery was received and reviewed. The video does not include audio. The video begins with a syringe noted on the superior conjunctival area, which appears to be numbing the area. The patient¿s eye had a subconjunctival hemorrhage, more nasally. The lid speculum appeared tight. There was good irrigation from the phaco tip noted when the surgeon irrigated the eye prior to attempting to enter the eye incision the first time. The surgeon did not enter the incision and injected the ophthalmic viscoelastic device (ovd) first. The incision was tight and the surgeon pulled the phaco tip away from the incision and injected the ovd a second time. The surgeon entered the incision with the phaco tip a third time and appeared to create a working space with good aspiration noted. The surgeon removes the phaco tip and reinjects the ovd a fourth time with the chamber deepening. The surgeon enters the incision a fourth time and begins phaco. Within seconds lens milk appears. The surgeon does not stop phaco and continues with bubbles and turbulence noted in the phaco sleeve. Poor aspiration is noted. The lens milk continues with charring noted at the incision site. The surgeon removes the phaco tip and the video ends. During the second entry the phaco sleeve appeared to be compressed through the tight incision. The initial sign of lens milk indicated the beginning of corneal burn. During phaco during the presence of lens milk, it appeared that there was poor aspiration. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The phaco tip is a single use device (sud).the reuse of a single use device is off label and considered misuse.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 24, 2013. Based on qa assessment, the product met specifications at the time of release. It should be known that the tip was reused after sterilization. Per the clinical review, ¿reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd).¿ reuse of a single use device is off label and considered misuse. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause of the reported event is attributed to the reuse of the single-use phaco tip resulting in poor aspiration during surgery. There is no evidence that indicates nonconformity of the handpiece contributed to the reported event. (B)(4).